Event description:
It was reported particulate (i.e. Black filaments, black dots and red filaments) was observed in fifty-six (56) syringe inlets. The particulate was noted on either the tubing, inside the tubing, or the primary packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured sometime in september 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.